Event description:
During a visit to an evaluation site a sales manager was told that the autopulse system had been used earlier in the week and that the cca had broken. No other information was provided.